Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and a broken battery cap. The customer stated that there was a tab in the battery cap that had broken off and now the device no longer had any power. The blood glucose reading was 326 mg/dl, which he treated with a manual injection. Advised that a replacement battery cap would be sent. Nothing further reported.